Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that (B)(6) did not seat on multiple attempts. Opened new implant same size and implanted without problem. Doe: (B)(6) 2018; unknown operative side.

Manufacturer narrative:
Pc-(B)(4). Visual examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Product code (B)(4), lot number ht7478. DHR reviewed, no deviations or anomalies were noted. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.